Manufacturer narrative:
(B)(4). The lot was manufactured february 26, 2015 ¿ february 27, 2015. The device was received for evaluation. Visual inspection found white particulate matter approximately 0.30 square mm in size floating in the bladder. Fourier transform infrared spectroscopy was performed and identified the material as acrylic. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained a white, floating particle. This was identified after the device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.